Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. Patient was admitted to hospital. No further details were provided. The infusion device was requested to be returned for product evaluation.